Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered consumable 1 (v-lyte standard b/salt bridge fluid) was not inserted correctly which caused bubbles. The cse replaced standard a pump due to a gasket issue. The cse ran alignments and a quick check, which passed. A siemens headquarter support center (hsc) reviewed the instrument data and recommended the cse to perform additional service and replace parts. The cse revisited the customer site and performed following actions as per hsc recommendations; cse replaced and aligned the imt probe, performed a powerflush with bleach followed by hot tap water, verified if sensor housing is closing tightly with proper pogo pin placement, replaced sensor, verified proper grounding of the imt module, ran quality controls on both levels of qc. The cse inspected all imt tubing connections and found air in the lines. The cse revisited the customer site the next day and found bubbles in the imt module. The cse replaced the imt module, after which there were no bubbles. The cse aligned and calibrated the imt module and ran a quick check, which passed. The quality controls were within range. Hsc concluded the cause of the event was due to a problem with a component of the imt module that was resolved with replacement of the imt module. The cause of the discordant, falsely elevated na and cl results on two patient samples was due to a faulty imt module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.